Manufacturer narrative:
No button error alarm noted. The act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the buttons on the devise were unresponsive. It was noted that the insulin pump was connected when the customer went in the swimming pool. Customer's blood glucose reading at the time of the call was 9.8 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.